Event description:
It was reported that a minimum fill notification occurred when caller tried to reload cartridge that still contained about 80 units of insulin or more. There was no reported impact to the customer¿s blood glucose level. Caller reloaded same cartridge, successfully loaded it onto pump, and resumed insulin delivery, and no further issues were reported.